Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support bleeding was noted from all sites, purge blocked alarm occurred, and the patient experienced a stroke. No heparin was in the purge or administered systemically due to stroke and the reported bleeding. Additional information noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.